Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that anatomical conditions likely caused the difficulties to extract the guidewire during the procedure. It is likely that based on the reported information, the ht wiggle guide wire became stuck with the lesion due to the heavy tortuosity, and 90% stenosis in the left atrioventricular artery. As such, the additional intervention of a balloon allowed the wire to be removed with no damage to the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with mild calcification, heavy tortuosity, and 90% stenosis in the left atrioventricular artery. A 2.5 x 23 mm xience skypoint stent was implanted and no issues were noted during the removal of the stent delivery system. The ht wiggle guide wire became stuck with the lesion during the removal. The guide wire was removed by delivering a balloon and the procedure was completed with a non-abbott guide wire. There was no damage noted with the stent after the guide wire was removed. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.